Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the charging cable and wall adapter would not charge the pump. No reported adverse impact to the customer's blood glucose. The customer received replacement charging cable and wall adapter to resolve the issue.